Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection revealed distal tip and fiber damage, broken lenses and cracked distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the scope lens did not focus. No case was involved. Preliminary results of investigation have concluded that this unit had the distal lens cracked which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.